Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes were observed when the patient presented remotely through merlin.net transmission. Patient was called in clinic for further testing and noise was reproducible. No intervention was planned. Patient was stable and will continue to be monitored.

Event description:
New information received notes that the right ventricular lead and device were explanted and replaced due to lead noise. Patient was stable.

Manufacturer narrative:
Internal insulation abrasion breaching the re cable lumen was found at 21.0 ¿ 21.8 cm from distal tip. The etfe cable coating of one re cable was also found to be abraded in this location. This is consistent with the field observation of noise.